Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt. Please note that two products with same catalog and lot numbers are represented by this medwatch report. This medwatch report represents two of four products involved in the same event which is associated with mfg. Report 9616099-2006-01265 and 9616099-2006-01266.

Event description:
Prior to an angiographic procedure, the physician was not able to flush saline through the catheters. The physician noted that the catheters appeared to be clogged with plastic, which was lodged in the lumen of the catheters. The products looked normal, when they were taken from the packaging and there was no damage to the outer packaging noted prior to opening. The products were not used in the pt.